Event description:
It was reported the patient¿s implantable neurostimulator (ins) used to sit at their waist and their healthcare provider changed the placement of the device over a year prior to report because it was "popping out." It was noted at the time of report, the patient¿s ins sat under their ribs. It was later reported the patient did not have concerns with their device or therapy.

Event description:
Follow up reported no diagnostics were performed. The patient call was regarding positioning of the device. No malfunction of the device was reported. No interventions planned at the time of report. As far as they were aware the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v002444, implanted: (B)(6) 2006, product type: lead. (B)(4).